Event description:
It was reported that the minicap transfer set was leaking after it was changed. It was determined that if the switch on the transfer is was fully opened, the transfer set was going to leak from the switch. As a result, the home patient had the transfer set replaced and no further issues were found. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage and clamp function tests were performed with no issues noted. The reported problem was not confirmed and the root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.